Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal and defibrillator conductors were distorted, there was blood/body fluid in the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing had an environmental stress cracking breach that was non-electrical, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had a decrease in sensing amplitude and an increase in pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.